Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
It was reported that the patient had a c3-t2 posterior fusion using the mountaineer system. The patient returned to office for his one month follow-up examination and it was noticed on x-ray that the two mountaineer favored angle screws placed in t2 had broken (bilaterally). The patient is reported as being compliant with the doctor's post-operative orders. The devices remain implanted at this time as the patient is being followed by the physician to see if additional surgery is needed. The following mfg. Medwatch reports are being filed for the two mountaineer screws that broke post-operatively: 1526439-2014-12276, 1526439-2014-12277.